Event description:
Sales rep. Reported that customer was using an lma-unique size 4 in a patient and found that the lma was "migrating" during surgery. The patient became temporarily desaturated, so the customer removed the lma-unique and replaced it with an lma-classic. Saturation returned to normal. There was no product malfunction. No report of patient injury. The device has not been returned for investigation. If further information is obtained a follow-up report will be filed.